Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the right whole side and the corners of the lcd display had black shading or pixelized. Customer stated that the screen is visible only in broad daylight. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments, partial display, black shading or pixelated display noted. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. (B)(4).